Event description:
This device shows eos. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
It was reported that this device was explanted on (B)(6) 2023 the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In a next step, the returned device data was inspected. During the inspection the clinical observation could be confirmed. Analysis revealed an unexpected battery behavior, which led to the clinical observation. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In a next step, the returned device data was inspected. During the inspection the clinical observation could be confirmed. Analysis revealed an unexpected battery behavior, which led to the clinical observation. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly.

Manufacturer narrative:
It was reported that this device was explanted on (B)(6) 2023. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The device interrogation revealed the eos battery status, detected on (B)(6) 2022. In order to obtain further insights, the ICD was opened and the inner assembly was inspected. The visual inspection showed no anomalies. The overall current consumption of the electronic module was verified by direct measurement and proved to be normal and as expected. There was no indication of a malfunction of the electronic module. Battery voltage measurement confirmed a depleted battery, which could be attributed to an increased internal self-depletion within the battery. Please note that this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.